Event description:
Physician reported unknown side rupture of device. The device remains implanted.

Manufacturer narrative:
Initial reporter (phone number): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. And "simple bilateral cysts" (non device related). Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Cyst-ndr: not applicable, as the event is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.